Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vticm5_13.2 implantable collamer lens, -10.5/+1.0/093 (sphere/cylinder/axis) into the patient's right eye (od), it tore. It was removed intraoperatively and there was no patient injury. This occurred on (B)(6) 2020. The cause of the event is reported as user error. On (B)(6) 2020 an alternate lens was successfully implanted and the problem is resolved.

Manufacturer narrative:
Corrected data: h3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens optic torn. Claim#:(B)(4).